Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 sensor to the ilet, with the pump status displaying 'pairing with sensor" until it was determined that the entered pairing code was incorrect by one digit; the code was edited and corrected, and the user planned to wait for completion of pairing. Symptoms included no reported adverse physiological effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education focused on verifying the correct sensor type and confirming the pairing code entry within the dexcom menu on the ilet. Investigation of this case revealed a user entry error related to an incorrect pairing code, with no evidence of device malfunction of either the ilet or sensor components. It was concluded, based on previously established findings for similar reports, that user error during sensor pairing caused the event.